Event description:
It was reported that the insulin pump alarmed calibration error. The customer's blood glucose was 46 mg/dl. The customer stated that they did not know why it was so low. The customer refused troubleshooting for the low blood glucose because they were treating it with glucose tabs. The customer had already changed the sensor so no troubleshooting could be performed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.